Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-52 gray stylet in the lead. The helix was returned extended. The proximal conductors are distorted at various locations. The outer insulation is distorted at various locations. The inner insulation is distorted at various locations. Accurate measurement of the helix is not possible due to the helix being bent. The lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the right atrial (ra) lead into the right atrium. After several attempts to position the lead, the physician over rotated the screw and it broke. It was removed from the patient. The lead was tested on a sterile field, and it would no longer retract or extend. Another lead was used successfully. No patient complications have been reported as a result of this event.